Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the power switch alarm is not working.